Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got broken at the reservoir compartment and clear part at the top of reservoir was missing. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Device received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to perform the self test and displacement test due to pump flashing white light on the display. The test reservoir does not lock properly inside the reservoir tube.